Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned distal portion of the driveline from heartmate ii lvas, serial number (B)(4), confirmed damage to the insulation of the green and black wires that would have contributed to the low speed operation and pump stoppages captured within the submitted log files. Additionally, evaluation of the submitted log file confirmed low flow alarms while the patient was operating above the low speed limit; however, a direct cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from 17aug2019 to 12sep2019. The pump operated above the low speed limit until 24aug2019 at 4:59:27 am when the log file recorded low speed operation which progressed into a full pump stop. The patient¿s pump continued to stop intermittently until 5:15:35 am. The pump regained speed following this event and remained about the low speed limit until recording low speed operation on 10sep2019 at 9:22:21 pm and further low speed operation and pump stops on 11sep2019 at 7:14:50 am and 7:55:38 am. The pump regained speed following these events and remained above the low speed limit for the remaining duration of the log file. The patient was operating on their mobile power unit for all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. Additionally, the log file recorded 4 low flow alarms on 18aug2019 between 3:02:01 pm and 5:17:52 pm while the pump was operating above the low speed limit. The cause of the low flow alarms could not be conclusively determined through this evaluation. The patient underwent a distal end driveline repair performed on 18sep2019. Visual inspection of the returned distal segment of the driveline showed that it was cut approximately 18 inches from the distal end metal connector. The driveline was tested in the condition it was received and revealed no discontinuities or shorts. The silicone sleeve was unremarkable. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown at the controller connector, approximately 2 inches to 2.5 inches from the controller connector, and approximately 4.5 inches from the controller connector. The layers were removed, and examination of the underlying wires along with hipot testing revealed a breach in the insulation of the black wire approximately 2.25 inches from the distal end metal connector, and a breach in the insulation of the green wire approximately 2 inches from the distal end metal connector. The observed damaged to the insulation of the black and green wires appeared to be the result of repetitive flexing in the areas of damage. If the exposed conductor of the black or green wire made contact with the metal braided shield while the patient was operating on their mobile power unit, a short to shield could have resulted, causing the low speed operation and pump stoppage observed within the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with pump stops while on patient cable on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. The patient reported being symptomatic on (B)(6) 2019. The log file submitted for review captured a low flow event on (B)(6) 2019. The reported pump stops occurred while the patient was connected to the mobile power unit (mpu). This event was suspected of a percutaneous lead short to shield issue. Additional information reported the cause of the low flow alarms appear to be caused by the reported pump stops. Percutaneous lead x-rays submitted are unremarkable. The patient was admitted for percutaneous lead repair on (B)(6) 2019. No additional information was provided.